Event description:
It was reported that the right atrial (ra) lead triggered a warning due to low impedance measurements. Atrial impedances have been chronically trending low. Also, atrial high rate markers show some nonphysiological marker intervals and the lead appears to be sensing the qrs. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: imd49b52 lead, implanted (B)(6) 2001. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally reported that the ra lead exhibited high thresholds. The lead was capped and replaced.